Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the patients right atrial (ra) and right ventricular (rv) leads dislodged. An intervention was completed to reposition both leads. Both leads remain in use. No patient complications have been reported as a result of this event.